Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 23 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #9133810. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200827854] noted for cracked hubs. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that relion® insulin syringe needle hub separated. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9133810. It was reported that needle hub separated. Verbatim: relion consumer reported, needle hub separated. Stated, she tried to separate it when it happened but was not successful (explained to consumer to not attempt to pull apart). 4 syringes affected but only 2 samples available. No injury reported.

Manufacturer narrative:
H.6. Investigation summary customer returned (2) loose 3/10cc syringes. Customer states that the needle hub separated. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch #9133810. All inspections and challenges were performed per the applicable operations qc specifications. A visual evaluation of photo found (2) syringes with no needle assembly attached. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Investigation conclusion bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description l2l dispatch #69176 was created for raised shields. There was debris in the dial. Corrective action: the debris was cleaned out of the dial. Rationale capa1122103 has been opened to address this issue.

Event description:
It was reported that relion® insulin syringe needle hub separated. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no. 328521 batch no. 9133810. It was reported that needle hub separated. Relion consumer reported, needle hub separated. Stated, she tried to separate it when it happened but was not successful (explained to consumer to not attempt to pull apart). 4 syringes affected but only 2 samples available. No injury reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe needle hub separated. This occurred on 4 occasions during use. The following information was provided by the initial reporter: material no. 328521, batch no. 9133810. It was reported that needle hub separated. Verbatim: relion consumer reported, needle hub separated. Stated, she tried to separate it when it happened but was not successful (explained to consumer to not attempt to pull apart). 4 syringes affected but only 2 samples available. No injury reported.